Event description:
Add'l info rec'd from MFR 6/9/04: based on the info in the medical device report, the model number was 120-01-032 or 120-01-029, these are the two sizes of patellar prosthesis for the encore foundation knee system. Model number 120-01-032, lot number 874271. Model number 120-01-029, lot number 884221. Encore submitted medwatch report number 1644408-2003-00068 for the encore foundation knee system. Devices 120-01-029 and 120-01-032 are components of that system.

Event description:
Total knee replacement done using the encore knee product. Had to be replaced in early 2003 and had numerous surgeries since then. Suspicion is that product had contamination. Of the 13 cases physician did around that time frame 10 had to be replaced by jan 2004.